Event description:
It was reported that 2 needle precisionglide 30x1/2in experienced a clogged/blocked needle during use. The following information was provided by the initial reporter: when put medicine on the needle and try to inject it, realize that it is clogged.

Manufacturer narrative:
Investigation: four (4) samples and one (1) photo were provided by the customer for investigation. The returned samples were visually examined and it was observed that the samples were clogged as light was not able to pass through the samples. One (1) photo was also provided by the customer for investigation. The photo shows three (3) blister packs viewed through the bottom web. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Bd acknowledges that the returned needles were clogged. As these occurrences would not exceed the acceptable quality level (aql) for the batch no corrective or preventative actions are proposed in the scope of this complaint.

Manufacturer narrative:
(B)(6). Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 needle precisionglide 30x1/2in experienced a clogged/blocked needle during use. The following information was provided by the initial reporter: when put medicine on the needle and try to inject it, realize that it is clogged.